Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No samples for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. Potential causes for the issue experienced are: dressing not applied properly, without creases and fixation strips, filter/port not adhered to dressing correctly, connector not correctly fastened and secured to the pump, tubing trapped, folded over/kinked causing a blockage, dressing integrity has been compromised the pump must be turned off using the orange button before disconnecting for dressing change, foam change or bathing. If the pump is not turned off, the pump will still try to achieve negative pressure wound therapy. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have been unable to confirm the failure mode and subsequently identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the pump was installed on (B)(6) 2019 without any problem. When the second foam exchange occurred on (B)(6) 2019 the battery alarm of the dressing was flashing indicating a discharged battery. When the dressing was reconnected to the machine, it was completely discharged. When pressing the orange button to turn the dressing on again, all the lights (green, orange and red) light on and repeat every time reconnecting the peak machine. A new pico was used to correct this incident. It is unknown if the incident was detected at the moment the device stopped working. No patient injury or affectation reported. Device is not available for investigation.